Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-24517. Related manufacturer reference number:2017865-2021-24520. It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.